Event description:
It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead replacement procedure due to pacing impedance that had trended downward over the last 18 months. The lead was capped and replaced on (B)(6) 2026. The patient was discharged with no adverse consequences reported.